Event description:
It was reported the patient did not have concerns with their device or therapy. It was noted they received assistance from the manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was reported the patient¿s implantable neurostimulator (ins) ¿has not taken care of their pain¿ since it was implanted. It was noted the ins was implanted to help with pain in their right leg and back. It was reported the patient has stopped using their device because it was not helping with their pain. It was reported the patient saw their health care provider (hcp) 6 weeks prior to report and it was determined through x-ray that their leads had moved. It was reported the patient is scheduled for lead revision on (B)(6) 2013. It was noted the patient tried to use their ins the week of the report but ¿didn¿t get any stimulation¿ and could not ¿get it to charge.¿ it was further noted the patient is not sure when they last charged their device. It was reported the patient prior to report they had full coupling but ¿not this week.¿ it was reported there was a coupling issue. It was reported the patient tried the antenna locate feature however it resulted in ¿zero coupling bars¿ every time.